Manufacturer narrative:
Per the service report, the company representative recalibrated the touchscreen and replaced the ultrasonic (u/s) controller in response to the customer reported event of quad setting not working during a surgery. With no additional, related information provided, the reported event was not able to be confirmed. The root cause of the reported event cannot be determined conclusively; however, based on the investigation results above, the most likely cause of the reported event is related to the u/s controller or touchscreen calibration. (B)(4).

Event description:
A customer reported that the phacoemulsification did not work during a procedure. The system was exchanged to complete the case. There was no patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).